Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error message (fog-free function err e104) and the image went black after approximately 10 minutes. The issue was identified during the examination of an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had an error message (fog-free function err e104) and the image went black after approximately 10 minutes. The issue was identified during the examination of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the coverglass of the insertion section was cracked. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.